Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a moma ultra device in the patient¿s proximal common carotid artery. It was reported that the proximal balloon burst during inflation. A second moma device was used to successfully complete the procedure with no issues noted. No patient injury was reported.

Manufacturer narrative:
A non-medtronic 9f sheath was used. An unknown type of syringe was used for inflation however, the pressure to which it was inflated is unknown. The device was not passed through a previously deployed stent. It has been confirmed that the customer did not use the t-valve. All fragments of the balloon were retrieved from the vessel. If information is provided in the future, a supplemental report will be issued.